Event description:
During radio frequency procedure, the surgeon experienced a one-hour delay due to a warning 06 on the probes.

Manufacturer narrative:
Evaluation was performed on the probes and confirmed the customer complaint for warning error 06, which indicates a bad connection within the wires.